Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that device fracture occurred. A 6f guidezilla was selected to add support to the system. A 7f catheter was already in place and when the physician tried to position the guidezilla at the desired location, resistance was encountered and the guidezilla would not move further. The guidezilla was noted to be fractured and there was also a kink at the middle part of the catheter. The device was removed, and the procedure was completed successfully with another device. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection revealed that there was blood in the shaft. The shaft was kinked approx. 6.3cm distal of the collar. The damage to the device would cause resistance when trying to advance the guidezilla device through the guide catheter. Microscopic inspection revealed no damage or irregularities to the device. Photo media provided by the site was reviewed and the only damage seen was the shaft kink. The media confirmed the shaft kink. No other issues were identified during the product analysis.

Event description:
It was reported that device fracture occurred. A 6f guidezilla was selected to add support to the system. A 7f catheter was already in place and when the physician tried to position the guidezilla at the desired location, resistance was encountered and the guidezilla would not move further. The guidezilla was noted to be fractured and there was also a kink at the middle part of the catheter. The device was removed, and the procedure was completed successfully with another device. There were no patient complications.